Event description:
Deemed that this event is consistent with a target lesion pta.

Event description:
A complete se peripheral stent (7mm x 80mm) was implanted to the distal left sfa during the index procedure. Target lesion was moderately calcified. Approximately 9.5 months post index procedure, critical stenosis of the left sfa was reported and vascular intervention was performed to the distal sfa. Balloon dilatation was performed distal to the previously implanted stent, within the previously stented segment and proximal to the stent. Two other brand stents were implanted, 1 distal to the complete se stent and proximal to the complete se stent. The entire segment was post dilated with good angiographic results and good run-off down the leg. Investigator stated that event was not related to the study device and probably related to the procedure. Pt recovered with treatment. Complete se sfa is a pre-market study device, but is similar to complete se iliac/biliary which is approved in the united states.

Event description:
It was reported that the complete se stent was implanted on (B)(6) 2009 instead of (B)(6) 2009 as initially reported.

Manufacturer narrative:
(B)(4). Eval: results: (restenosis, occlusion).

Manufacturer narrative:
(B)(4).